Manufacturer narrative:
Based on the information received the cause of the event cannot be determined conclusively; however, patient factors likely contributed to the event.

Event description:
Article: "transcatheter aortic and mitral valve replacement and closure of mitral ring perivalvular leaks," jacc: cardiovascular interventions vol. 9. No. 16. 2016 issn 1936-8798 doi: http://dx.doi.org/10/1016/j.jcin.2016.05.028. Edwards received information that the 27mm valve required intervention due to severe aortic stenosis and the 34mm ring did due to severe central and perivalvular mitral valve regurgitation. There were three small mitral valve perivalvular holes were identified around the partially dehisced mitral valve ring. There were no complications reported. Patient was reported to be back home three months into recovery.

Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 27mm aortic pericardial bioprosthetic valve that now requires valve in valve intervention due to unknown reasons after an implant duration of seven (7) years and five (5) months. The patient was implanted with a 29mm transcatheter valve within the existing valve. The patient also received a second transcatheter valve through an existing annuloplasty ring. There were no reported complications.